Event description:
The doctor reported the implant was removed due to osseointegration failure less than a month after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was moderate. During the surgery, periodontal disease, and bone resorption were observed. The patient has recovered.